Manufacturer narrative:
The device was returned to olympus for evaluation. The color bar appearing was due to a deformed housing of lvdsu (low-voltage differential signaling). The evaluation uncovered the rear panel was deformed and the insulation case needs replacement. Additionally, power switch was sticky, a loose locking lever, the circuit board, control board and footswitch need replacement. The software version needed to be updated to 3.01. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned an asset evis exera iii video system center to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, a color bar appearing due to a deformed housing of lvdsu (low-voltage differential signaling). There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure (color bar). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the housing for the low-voltage differential signaling (lvdsu) was deformed. This deformity was thought to have caused a contact failure between the endoscope and the video connector socket. Olympus will continue to monitor field performance for this device.